Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02459. Visual examination of the returned product/provided pictures identified the threaded shaft of the taper disassembly has been inserted into the body. The devices cannot be separated for evaluation of the threads. Cone body height was checked and found to be within specification. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 11-301303 / arcos con sz c std 60mm / lot #: 601390 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the disassembly tool was stuck on the cone body after being used. There was no harm or health consequences to the patient. It was reported that no further information is available.